Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial report city: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment but it failed to cross the lesion. After removal, it was found that the stent edge was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.